Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "18 apr 2024, in ICU, the doctor found that the ars was leaking during use on the patient."

Manufacturer narrative:
(B)(4), the customer returned an opened cvc kit, including one guide wire assembly, catheter over needle subassembly, arrow raulerson syringe (ars), and catheter, for analysis. No definite signs of use were observed. Initial visual analysis of the ars revealed no obvious defects or anomalies. After failing functional testing, a hole was observed in the valves when observing the ars through the handle. The returned sample was functionally tested with a lab inventory introducer needle per the instructions-for-use provided with this kit. The IFU provided with this kit states, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was not able to draw and aspirate water with and without the introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev.03) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were not functioning as intended. A device history record review was performed and revealed no relevant findings. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate.". The customer report of an ars leak was confirmed through complaint investigation of the returned sample. The ars failed relevant functional and additional testing. Based on these circumstances, the probable root cause is manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "(B)(6) 2024, in ICU, the doctor found that the ars was leaking during use on the patient."